Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a common iliac artery aneurysm (ciaa) and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. On (B)(6) 2018, the patient underwent reintervention for approximately 1 ½ cm distal migration of the trunk ipsilateral leg component post. Two gore® excluder® aortic extender components were implanted to build coverage back up to the origin of the lowest renal artery. Additionally, a snorkel technique was performed to place a bare metal stent within the lowest renal artery and a gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the celiac artery. The patient tolerated the procedure and is doing well.